Manufacturer narrative:
The field service engineer replaced the measuring cell on the analyzer. The customer did not report any additional issues after this action. The elecsys hiv duo assay has a specificity of less than 100%, therefore false reactive results may occur. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv duo on cobas e 801 analytical unit analyzers. When tested on the e801 analyzer, the sample resulted in an hiv duo value of 1.27 coi (reactive): hiv-ag = 0.244 coi (non-reactive), anti-hiv = 1.25 (reactive). The customer stated they have more than one e 801 analyzer in their laboratory and the sample had reactive hiv duo results on all analyzers. No specific results were provided. The sample was sent to another laboratory for testing with an unknown method and the hiv result was non-reactive.

Manufacturer narrative:
The serial number of the first e 801 analyzer is (B)(6). The serial numbers of the other e 801 analyzers were requested, but not provided. The investigation is ongoing.